Event description:
It was reported to philips that the device cannot boot up. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The device failed to power up due to an open fuse f1002.